Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h3 (evaluation summary attached must remain unchecked). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be the effects of dust attached to the inside of the video-jacket of cv-290 and operation abnormality of the printed circuit board of cv-290 due to several factors. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that image noise occurs in multiple endoscopes during pre-use inspection when using the video system center. There were no reports of patient harm. This medical device report (MDR) is related to patient identifier:(B)(6) (clv-290, light source).

Manufacturer narrative:
The device was returned to olympus for evaluation. No abnormalities were found. However, the battery was found to be depleted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.